Event description:
It was reported that during a breast procedure, no sample was retrieved with the device. Procedure was completed with another device. No pt consequences were reported.

Manufacturer narrative:
(B)(4). Eval summary: the device was returned in good physical condition. The probe was connected to a test holster and control module initialized, and worked properly during the vacuum tests. The instrument was tested with the returned tubing set and no anomalies were noted on the vacuum functionality of the instrument. The instrument was tested with a test media and no anomalies were noted on the cutting functionality of the device. The probe was fully functional and conforming to manufacturing requirements. No conclusion could be reached based on the analysis results as to what may have caused the reported incident. While we were unable to re-create the event, we have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.